Event description:
It was reported that pump displayed continuous glucose monitoring error 42 while customer used g7 sensor, and error appeared again even after pump reset, preventing normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer was guided through complete pump reset and successfully started sensor session, and technical support arranged pump replacement, confirmed shipping details, instructed customer to place pump in storage mode before return, and advised customer to reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using provided label within 10 days.